Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of difficult to pull peg through stomach. Reported event of ridges of peg tube embedded in tissue. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2011. According to the complainant, during the procedure while the physician was attempting to pull the peg through the patient's stomach, the ridge that fastens the end of cone to the peg tube got stuck inside the patient's stomach. A surgeon was called in, the patient was taken to surgery, the surgeon cut the tissue that was embedded in the tubing ridges to release the peg. The procedure was completed with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.